Event description:
The patient experienced withdrawal symptoms (more pain, bad general condition). A pump alarm was audible. The pump was interrogated and showed that the pump had switched to safety mode. It was possible to reprogram the pump, but after 10 minutes, the pump switched to safety mode again. The pump was replaced. Since the replacement, the patient had good therapy effect. The pump was used to deliver morphine (20mg/ml).

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.